Event description:
This spontaneous case from united states was received on (B)(6) 2018 from the patient this case concerns a (B)(6) years old female patient who initiated treatment with synvisc one and on the same day could not walk, had allergic reaction and missed work, also device malfunction was identified for the reported lot number. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 6 ml once (indication: not provided) with batch lot number: 7rsl021 and expiry date: 30-may-2020. On the same day, she could not walk after shot, next morning early went to emergency room, leg was swollen so bad, they gave her pain pills and told her to follow up with her doctor, doctor stated could not do anything as it was an allergic reaction and she was still having problems, then went back to doctor and then the doctor told her there was a recall, they did give her an antibiotic to help but she states it was not helping. On (B)(6) 2017 she was started on the antibiotic, ciprofloxacin. Her knee still hurt. It had gone down in her leg and made the bottom of her big toe sore as well. Corrective treatment: ciprofloxacin hydrochloride (ciprofloxacin) for allergic reaction; not reported for others. Outcome: not recovered for all events. Seriousness criteria: required intervention for device malfunction an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Pharmacovigilance comment: sanofi company comment dated 5-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced allergic reaction. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.